Manufacturer narrative:
Pr (B)(4) follow up report for correction. This complaint is not a device failure. The customer did not receive expired product from bd, but identified multiple boxes of expired product and wanted an exchange for new unexpired product h3 other text : see narrative below.

Event description:
This complaint is not a device failure. The customer did not receive expired product from bd, but identified multiple boxes of expired product and wanted an exchange for new unexpired product.

Event description:
It was reported that bd syringe 3ml s/t were expired. The following information was provided by the initial reporter: "I have cases of syringes that have expired. The first time I called I was told the lot number was still good. The second time I worked with the automated chat system and they said these expired five years from 2010. We do not have a receipt that goes back that far. This is our address and I was not working here at that time. I have many of the boxes with 100 syringes in them. I will count and let you know how many. The status of the request for a credit on the syringes we would like to exchange. These expired in 2016. I have 30 boxes of 100. Thank you. I just need to know if I am wasting them."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.